Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad appeared to be intact with no lifting or peeling observed. The "up/down/contrast" keypad buttons were intermittently responding to user inputs during testing. The "ok" keypad button required excessive force to activate during testing. The keypad was removed for further investigation. The "up/down/ok/contrast" key contacts were observed to become inverted when pressed and were not always springing back. Evidence of keypad adhesive were found under all key contacts.

Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the ok button required several presses in order for the pump to respond. The pt denied that the keypad was peeling or damaged. She also denied that the device was exposed to water. The pt did not allege any harm or injury because of the reported issue.